Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. It was reported during onyx injection, resistance was encountered and the catheter was removed from the patient. On the back table, the catheter was tested with high pressure and it was found to be leaking at the flexible distal section. A new ultraflow catheter was used with the same guidewire and onyx to complete the procedure.no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00376.